Event description:
It was reported that a half day infusor had black marks embedded in the reservoir. The device was filled with an unspecified amount of desferrioxamine. The black marks were identified during the storage of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured october 3, 2014-october 8, 2014. The device was visually inspected for particulate matter at the baxter dublin compounding center. Visual inspection verified a black marks embedded in the reservoir. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.